Manufacturer narrative:
Hill-rom technical support suggested isolating the left side rail. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the left user control module and the issue was resolved. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would self-run when the CPR was used to lower the head. The bed was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint system as complaint #(B)(4).